Event description:
Powersail balloon inserted into artery, would not cross lesion, pulled back and powersail balloon broke, piece of balloon on wire in circumflex artery, retrieved after multiple attempts.